Event description:
Boston scientific received information that the device emitted beeping tones in synch to the patient's heartbeat. The patient reportedly received CPR and the device was delivery tachycardia therapy as the patient was enduring ventricular tachycardia (vt) / ventricular fibrillation (vf). Upon device interrogation, it was indicated that a magnet was present. A magnet was placed over the device area and beeping from the device was heard without the magnet present. Upon further interrogation, a message was delivered indicating a stuck reed switch. Technical services was consulted and discussed troubleshooting recommendations. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.